Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use a number of resolute onyx rx coronary drug eluting stents to treat a non-tortuous and non-calcified lesion located in the proximal left main artery and the proximal lad. No issues noted during inspection. Negative prep was performed with no issues noted. The lesion was pre dilated using a non-medtronic balloon. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that a onyx des 4.0x12mm was deployed in the proximal lad. There is an indication that this device may have caused a dissection. An onyx des 4.0x08mm was advanced to the proximal lad and was removed undeployed. An onyx des 4.0x12mm was successfully deployed in the proximal lad. An onyx des 4.5 x 12mm was advanced to the mid lm but was removed undeployed. An onyx des 4.0x 12mm was advanced and deployed in the mid lm at 16tms for 10 seconds it was reported that the onyx des 4.0x 12mm embolised from left main artery due to interaction with a non-medtronic guide extension catheter. The onyx des 4.0x 12mm was advanced through a 3.5 ebu medtronic guide catheter along with a 6f non-medtronic guide extension catheter. Upon removal of guide extension catheter, the stent was dislodged and most of stent length was hanging in left coronary cusp while distal edge of stent was still barely inside ostia left main. A non-medtronic 5.0x15mm balloon was advanced to expand and capture the stent and upon removal of catheter and guide extension catheter, the stent came off the wire and embolised to patients right superior gluteal artery. The dislodged stent remains in the patient. Left main dissection was repaired with a 5.0x18 resolute onyx successfully and patient is doing well. There was no harm to patient.

Manufacturer narrative:
Correction: a 5.0 x 15 resolute onyx was deployed in the lm. Previously reported as a 5.0 x 18 resolute onyx. Patient weight (B)(6) ibs. If information is provided in the future, a supplemental report will be issued.